Event description:
The patient took 20 units of nph insulin at 12pm. She tested her blood glucose on suspect device at 12:38pm and it was 214 mg/dl. She tested again at 12:41pm and again at 12:49pm and it was 158 mg/dl. She called the parmedics and 10 minutes later her blood glucose was less than 60 mg/dl on their device. She was given a glucose IV.